Manufacturer narrative:
(B)(4). Concomitant medical products: vanguard ilok femoral component, catalog #: 183004, lot #: 028660, biomet cruciate tibial tray, catalog #: 141231, lot #: j3012839, arcom series a thin patella, catalog #: 184784, lot #: 902110, vanguard drill with stop, catalog #: 32-486257, lot #: zb110201, vanguard quick release drill, catalog #: 32-486265, lot #: 650390. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-03151, 0001825034-2018-03152, 0001825034-2018-03153, 0001825034-2018-03154. Remains implanted.

Event description:
It was reported that the patient is experiencing pain, swelling, warm to the touch skin, fluid, limited range of motion and the feeling of loosening. The patient is also noted to not be able to bend the knee very far and cannot entirely straighten it out. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient is experiencing pain, swelling, warm to the touch skin, fluid, limited range of motion, the feeling of loosening, development of drop foot, and has flexion contracture. The patient is also noted to not be able to bend the knee very far and cannot entirely straighten it out. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product was evaluated through manufacturing review, but the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.